Event description:
Patient described feeling a shock from the ultrasonic scaler at the beginning of a cleaning procedure when the scaler handpiece was activated, and water began. The scaler tip had not yet contacted the tooth surface only the water when the patient reported feeling the shock. The hygienist attributed the patients feeling of electric shock to the temperature of the water and the cleaning procedure was continued by the hygienist normally without any further issues. The hygienist said that this occurred approximately four months ago and unfortunately, they did not record which of their patients this happened to. This report is being made in relation to nsk americas recent MDR report 1422375-2022-00036.